Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019, with blood glucose of 449 mg/dl and blood glucose at time of incident was 393 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer had symptoms like shortness of breath, nausea, fast heartbeat and dehydrated. The customer was treated with insulin pump and insulin drip. Customer does not allege that insulin pump was under delivering. The insulin pump will not be returned for analysis